Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06-feb-2026, it was reported by an arthrex subsidiary employee via (B)(4) that when adjusting an ar-8925ss syndesmosis tightrope, pulling on the sutures cuts them. This was discovered during use with no patient harm reported.